Manufacturer narrative:
Method: complaint history analysis, risk assessment, manufacturing record review and visual inspection. Results: this is the 16th complaint related to spring bar deformations. Previous investigations have found no manufacturing or design discrepancies. In this case, the plate was found during inspection and there was no patient involvement. The manufacturing file was also reviewed and 3 units from the batch were rejected due to spring bar deformities, however, all units released complied with appearance specifications. This is the first complaint for this batch. The plate was visually inspected and the spring-bar was found to be bent and protruding upwards. The blocker also displayed wear that indicates it was used previously, either in surgery or a demonstration. Conclusion: the moment of failure is unknown so the investigation could not be fully completed. As there is wear that implies that this plate was used before, it was most likely used previously. The aviator plate is labeled for single use and was placed back into the tray in error.

Event description:
It was reported that, "(B)(6) was looking over the aviator tray when he noticed that the locking ring was broke on one of the plates."